Manufacturer narrative:
Other, other text: h10? Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a cracked enclosure and tank cover. The front cover was broken and the unit also had an outdated pcb and power switch. Wear and tear damage was noted on the line cord. The pole clamp was also broken. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to heat) was reproduced during testing. The product problem occurred due to faulty heater. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device would not reach temperature setting. No adverse effects to patient reported.